Event description:
A us distributor contacted zoll to report that a patient broke out in a rash. The rash was described as pinkish welts located under the back therapy electrodes, electrodes and garment. There was no alleged device malfunction contributing to the irritation. Patient was prescribed secura total body foam cleanser and triamcinolone acetonide 0.1% by a physician. Follow up indicated that the skin irritation has gotten better.